Event description:
It was reported that as lvp 20d 2ss cv tubing had a pinhole in it. The following information was provided by the initial reporter: spiked lipids and noticed tubing had a pinhole leak in it. New lipid bag ordered and damaged tubing saved. Wasted medication, time, and supplies.

Manufacturer narrative:
It was reported the tubing had a pinhole leak. Received one used primary set model 2420-0007 lot 20023360 with the original packaging pouch. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed one small tubing tear (p/n 660132) located 4.75 inches above the distal smartsite. The tear site had jagged and uneven edges that extended across the tubing. No tool marks or other anomalies were observed. Functional testing was performed by attaching the set to a lab IV bag with blue dye water and by allowing fluid to flow via gravity. The set leaked from the tubing tear that was noted during inspection. No other leaks were observed throughout the set or its components. No further testing could be performed on the set due to the tear in the tubing. Equipment used (measurement and testing performed on 21aug2020). - optical ram-cnc, eq08204, calibration due date: 05feb2021. - ruler, eq 100629, calibration due date: 30apr2021. A device history record for model 2420-0007 with lot number 20023360 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 26feb2020. The search showed that there were no quality notifications for the failure mode reported by the customer. Bd nogales has previously investigated various steps of the manufacturing and shipping processes where damage could potentially occur. However, a definitive root cause could not be identified. Bd/carefusion nogales manufacturing is aware of these issues and will continue to monitor this issue for any rising trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing had a pinhole in it. The following information was provided by the initial reporter: spiked lipids and noticed tubing had a pinhole leak in it. New lipid bag ordered and damaged tubing saved. Wasted medication, time, and supplies.